Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up medwatch report will be submitted if the device is sent back to baxter for evaluation or if additional information becomes available.

Event description:
(This complaint is 1 of 2) the facility representative contacted baxter to report an infusor that had a ruptured bladder. The event occurred while the patient was walking on a treadmill at 6 km/hr (kilometer/hour). The customer stated that this is the second time this has happened. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. (B)(4).

Manufacturer narrative:
(B)(4).